Event description:
Legal counsel for patient reported that patient underwent a left total hip arthroplasty on (B)(6) 2011. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2014 due to patient allegations of pain, inflammation, soreness, dysfunction, loss of range of motion, loss of mobility, metal poisoning, metallosis, and elevated metal ion levels. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent a left total hip arthroplasty on (B)(6) 2011. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2014 due to patient allegations of pain, inflammation, soreness, dysfunction, loss of range of motion, loss of mobility, metal poisoning, metallosis, and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in revision operative report noted patient underwent a left hip revision on (B)(6) 2014 due to pain. Operative report noted the cup was horizontal but well fixed and no evidence of osteolysis or corrosion at the trunnion. The modular head and taper adapter were removed and replaced and a liner was implanted.